Manufacturer narrative:
Unit received with battery cap damage due to stripped coin slot (p). Pump received with minor scratched display window. Unit received with cracked case display window corner. Unit received with cracked battery tube threads. Pump received with cracked reservoir tube lip. Unit received with cracked lcd window. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4).

Event description:
Customer reported that the insulin pump's battery cap was cracked and could not be removed. Customer reported that the threads of the battery cap appeared to be cracked. Customer did not recall any siginficant events leading up to the damage. Customer also reported receiving a low battery alert. Blood glucose level was 137 mg/dl at the time of the call. No further information was provided.